Manufacturer narrative:
(B)(4). Device / parts will not be returned for eval.

Event description:
It was reported that the event occurred in the cath lab while in use. After insertion of an intra-aortic balloon (iab) through the teflon sheath via left femoral w/o issue, the customer went to start the autocat2 wave intra-aortic balloon pump and the pump alarmed "purge failure." The trigger was okay and the helium tube was connected. As a result, the pump was switched out successfully. A third party service organization was informed and will check the pump. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate 10 min delay or interruption in therapy with no harm to the pt. The pt outcome is the pt is okay.